Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure at 155,547 joules. The procedure was completed with a second fiber. The outcome was reported as "no injury to patient reported."

Manufacturer narrative:
(B)(4) refers to forward firing of the side-firing surgical fiber; a code request has been submitted.